Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd emerald¿ syringe remained in the tap after disconnecting from the connector, while other bd emerald¿ syringes had pistons disengaging from the syringe bodies during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: we have been provided with the affected sample. Visual inspection of the returned sample presented the tip broken. We could confirm the reported issue. Complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. We can ensure that the probability of finding this kind of defect is low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the tip of the bd emerald¿ syringe remained in the tap after disconnecting from the connector, while other bd emerald¿ syringes had pistons disengaging from the syringe bodies during use. There was no report of exposure, injury, or medical intervention noted.